Event description:
Primary surgery performed on the (B)(6) 2020. Implantation of gmk-sphere components without patella resurfacing. Revision surgery performed on the (B)(6) 2020 due to anterior pain described by the patient and laxity of the knee. Implantation of a resurfacing patella size 2. 12mmliner revised witha 14mm liner. Event also related to MDR (B)(4).

Manufacturer narrative:
Batch review performed on 25 feb 2026. Lot 1901306: (B)(4) items manufactured and released on 20-may-2019. Expiration date: 2024-may-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.